Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the moderately tortuous, severely calcified proximal right coronary artery (rca). The vessel was pre-dilated with a 15mm balloon, uknown type. The physician attempted to place a taxus express 2.25x16mm drug eluting stent to the proximal rca, but was unable to cross the lesion. Upon withdrawal, it was noted that the struts were lifted. The physician performed further dilation and then successfully placed a bare metal stent, unknown type and size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.